Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. (B)(6). (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system basic solution set leaked. The leak was noted on the far left of the drip chamber where the spike connects to the chamber. The leak occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.